Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se via 6fr sheath after a right iliac artery angioplasty and stenting procedure. Reportedly, resistance was felt during advancement of the thumb advancer. The starclose se device failed to fire and looked like a "wire was coming out". Resistance was met upon removal of the starclose se device. The clip of the starclose se device remained on the distal end of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The failure to deploy the thumb advancer physical property issue were confirmed based on the returned device condition. The reported failure to deploy the clip was not confirmed as the device was returned with the clip deployed. The reported difficulty removing the device could not be replicated in a testing environment as it was likely based on procedure circumstance. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a quality issue with this device. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.